Event description:
Customer reported black images when fluoroing in pulse mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the tracking. System operates as intended.